Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4100572. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter: on (B)(6) 2025, when sealing the patient's indwelling PICC line at the end of the infusion, the nurse found a leak at the heparin cap, replaced the heparin cap, and sealed the line without incident, and the adverse event did not cause any other adverse effects to the patient for the time being.